Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle detached. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
In our laboratory the needle was loaded into the instrument and cycled. From jaw to jaw a number of times without any problem. Therefore the cause could not be reliably determined.